Manufacturer narrative:
E1: establishment name: (B)(6) helath center. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus representative reported to olympus on behalf of the customer that when using the light source, the image was dark (no image) and when manually dimmed the halation was terrible, and the endoscopic images may not be displayed. This issue was identified during a diagnostic upper endoscopy screening procedure. As reported, the procedure was completed. No further event details were provided. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to faulty low voltage switching device board (lvds). Olympus will continue to monitor field performance for this device.